Event description:
It was reported that during a shoulder procedure using a firstpass suture passer, the top jaw became too loose to pass suture. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event. See scanned page.

Manufacturer narrative:
The reported was not returned for evaluation, therefore the complaint could not be verified, nor could a root cause be determined with confidence. A potential root cause for the reported event, although uncertain, could be due to excessive force being applied. Excessive force applied to the device can result in a damaged and nonfunctional device. IFU provides clear and thorough warnings, precautionary statements and instructions for use: instrumentation is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques. As with any surgical instrument, care should be taken to ensure that excessive force is not placed on these devices, otherwise, failure may result. The firstpass suture passer has been validated for use with magnumwire and magnaforce suture. Use of other suture materials may compromise the performance of the device.